Event description:
It was reported that the pump displayed an alert 38 indicating a motor stall, after which the user disconnected, switched to alternative therapy, and noted increased insulin use; a support agent provided troubleshooting and education, including a dry run and rewinds to 120 units without issue, guidance to connect the cartridge to the connector before installing in the pump, and power-off at the caregiver¿s request. Symptoms included no reported impact to blood glucose. Outcomes included continued insulin therapy without medical intervention or hospitalization. Investigation included technical support walkthroughs and operational checks without supplies installed. Investigation of this case revealed no reproducible motor stall during the dry run and suggested potential assembly or setup error related to connecting components outside the pump, consistent with a stalled motor alert associated with the cartridge-connector interface. It was concluded, based on previously established findings for similar reports, that use error related to setup and connection was the most probable cause. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.